Event description:
Depression, anxiety, extreme fatigue, gi issues, ibs, dry eyes, blurry sight, brain fog, memory loss, itchy skin, cystic acne on face, and body extremely hot or extremely cold, weight gain, pain in feet, pain in hands, back pain, arm pain, shoulder pain, frequent and urgent urination, insomnia. FDA safety report ID# (B)(4).